Event description:
It was reported that pump battery was not holding charge well and required more frequent charging. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional information was received regarding the outcome of the event.